Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia despite delivering insulin via the infusion device. It is alleged the infusion device has inaccurate insulin delivery. No adverse event was reported. The alleged product was requested for evaluation.